Manufacturer narrative:
Device evaluated by manufacturer: there was contrast in the inflation lumen and balloon. Inspection of the balloon revealed a longitudinal tear in the balloon wall material measuring 10mm long. The tear started at the proximal balloon waist and extended most of the length of the balloon. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-02822, 2134265-2011-02823. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The procedure treated the target lesion located in the severely calcified left anterior descending artery. After the unspecified guide wire crossed the lesion, a 3.25x8mm quantum apex balloon was advanced to pre-dilate the target lesion but ruptured on the first inflation at around 18 atm's. Then a second 3.25x8mm quantum apex was advanced and also ruptured at around 18 atm's. A third 3.25x8mm quantum apex balloon was advanced and again ruptured at 18 atm's. The procedure was completed with a 3.25x12mm non bsc balloon without complication. There were no reported patient complications and the patient status is good.

Event description:
Same case as MFR report #: 2134265-2011-02822, 2134265-2011-02823. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The procedure treated the target lesion located in the severely calcified left anterior descending artery. After the unspecified guide wire crossed the lesion, a 3.25x8mm quantum apex balloon was advanced to pre-dilate the target lesion but ruptured on the first inflation at around 18 atm's. Then a second 3.25x8mm quantum apex was advanced and also ruptured at around 18 atm's. A third 3.25x8mm quantum apex balloon was advanced and again ruptured at 18 atm's. The procedure was completed with a 3.25x12mm non bsc balloon without complication. There were no reported patient complications and the patient status is good.